Event description:
The customer reported that a recent ctqa report from the medical physics at the customer site states that there is an artifact on the inclined ramp test performed on their physicists phantom which is specific to 64 x 0.625 collimation scans. The customer has made no report of this artifact on clinical scans but questions if this artifact could occur on coronary scans and calcium scoring scan and affect the interpretation for pathology.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation.